Event description:
Patient reported she started receiving elevated blood glucose levels in the beginning of (B)(6). Patient stated her blood glucose level measured 15.0 mmol/l (270 mg/dl) and then she changed everything; the insulin cartridge, infusion set and the infusion needle. Patient reported she gave herself more insulin but the levels continued to rise. Patient stated around midnight her blood glucose level was 28.0 mmol/l (504 mg/dl) and she called the hospital. Patient reported she went to the hospital and around 5:00 am in the morning they let her go when her blood glucose level was around 18.0 mmol/l (324 mg/dl). Patient stated she started using the infusion device again and her blood glucose went down to normal. Patient no longer has alleged infusion set, insulin cartridge or infusion needle. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.